Event description:
It was stated that a fasting lab comparison was performed. The lab result was stated to be 165mg/dl and the device result was 87mg/dl. No treatment was received. A request was made for the return of the suspect device and replacement product was sent.